Manufacturer narrative:
A stryker field service representative evaluated the customer's device and verified the unexpected shutdown through review of the electronic record. It was observed that age of batteries were from 2021 and 2023. The technician recommended to replace the batteries since it was more than two years old. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during use. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.